Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-site of a clearlink system continu-flo solution set leaked when trying to disconnect to a clearlink system secondary medication set. This issue was identified during an unspecified patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to device evaluated by MFR and adverse event problem. The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that the two piece luer lock body inside the y-site of the clearlink continu-flo solution set was broken. The reported problem was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.